Event description:
During initial abdominal scout images, it was noted that the catheter was fractured and migrated in antegrade fashion. The fracture of the catheter was located at the level of the metallic marker on the shaft of the catheter which indicates the beginning of the side hole locations. The fractured catheter was successfully retrieved in total and a new 10.2 french internal external biliary drainage catheter was advanced through the existing tract to appropriate position and capped to external drainage.